Event description:
It was reported that this pacemaker and right atrial (ra) lead had high out of range impedances greater than 3000 ohms. The lead was capped and replaced, and device was explanted and replaced. No additional adverse patient effects were reported, and device was not expected to be returned at this time.